Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens haptic torn/ broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -08.50/1.0/069 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and problem was resolved.